Event description:
Inbound, pt reports multiple sets of cadd extension tubing leaking from filter disc site. Lot number: 2635420. No further details provided. Diagnosis or reason for use: pph. The product is not compounded; the product is not over-the-counter product.